Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the day after implant the right ventricular (rv) lead exhibited high thresholds and no capture. The physician attempted to extract the rv lead but under fluoroscopy could not determine if the helix was retracted with a gentle tug. It appeared that the screw was still engaged. The physician elected to cap the lead instead and it was successfully replaced. No patient complications have been reported as a result of this event.